Manufacturer narrative:
Additional information has been received: the causal relationship between this device and health damage is denied by the physician. The sales rep confirmed this case with the attending physician on (B)(6) 2026, and the opinion was received that sputum was observed from the cannula during cardiopulmonary resuscitation, and that it was considered to be hypoxia due to sputum obstruction. The patient outcome code grid has been updated accordingly.

Event description:
The manufacturer received information that a trilogy evo ventilator was in use with a patient on (B)(6) 2026 when they stopped breathing. The patient was resuscitated and recovered. As a precaution, a request for a device inspection was made by the doctor. The contact was received from the patient¿s family and a caregiver, and it was confirmed that the inspection request was based on the doctor¿s instruction. Information was provided that the alarms ¿circuit disconnect¿ and ¿low minute ventilation¿ had sounded, and a visit was arranged. An inspection was performed at the site. No issues were found with the device, and it was confirmed and explained that the patient continued using the device after recovery without problems. The patient¿s family and caregiver were informed by the doctor that this event was not due to the device but related to the patient¿s condition. After the inspection, a nighttime mode was additionally set in the secondary settings, and the response was completed. Based upon the information provided and currently available, the reported adverse event of the patient's breathing stopped, and resuscitation has been assessed and determined that there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). There was no device malfunction was identified, and the alarms operated normally according to the inspection. The adverse event according to the doctor was related to the patient¿s condition. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death.

Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.